Event description:
During ICD replacement due to normal eri, externalized conductors on the lead by the tricuspid valve were noted. No electrical anomalies were present. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun